Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that, the customer had high blood glucose. The blood glucose was 560 mg/dl at the time of the incident. The current blood glucose was 200 mg/dl. The customer treated high blood glucose with syringe. The drive support cap appears normal. The customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer sending clamp for high pressure test. The insulin pump will not be returned for analysis.